Event description:
The customer reported a failure to acquire 12 lead ECG during pt care. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to acquire 12 lead ECG during pt care. There was no negative pt impact. The device and accessories were sent to the philips bench for evaluation. The evaluation included testing of the involved cables on a simulator, however, the reported symptom could not be reproduced. The ECG connector was noted to contain some wear and contamination. The ECG connector was replaced per the discretion of the bench technician as wear was noted. The device passed all verification performance testing and was returned to the customer.